Manufacturer narrative:
Manufacturer's analysis was unable to confirm the customer comment that the programmer stylus operation was loose. The programmer passed all incoming testing. The programmer was returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus operation was loose. The programmer was returned for service. No patient complications have been reported as a result of this event.